Event description:
It was reported that when implanting the ipg following a permanent trial procedure the physician encountered difficulty inserting the leads into the ipg ports. The lead was then replaced and the patient is receiving good pain coverage post-operatively.

Event description:
It was reported that when implanting the ipg following a permanent trial procedure the physician encountered difficulty inserting the leads into the ipg ports. The lead was then replaced and the patient is receiving good pain coverage post-operatively.

Manufacturer narrative:
Visual inspection revealed that the lead was fractured between contact 6 and 7. The contact deformation resulted in the inability to fully insert the lead proximal contacts into the ipg port. This type of damage is typically caused by the use of a surgical tool or when the proximal array is forced into the ipg port when the ipg set screw is partially blocking the port. It appears that the lead contact was damaged during the procedure. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. The complaint of difficulty inserting the lead into the ipg port was confirmed through product analysis. The probable cause was traced to unintended use error caused or contributed to event.

Event description:
It was reported that when implanting the ipg following a permanent trial procedure the physician encountered difficulty inserting the leads into the ipg ports. The lead was then replaced and the patient is receiving good pain coverage post-operatively.